Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted the sample was provided in the original bard inlay pouch inside a large ziploc bag. The suture and pigtail straightener were not provided. Visual requirements state to use unaided eye at 12" to 18" distance under normal room lighting. Dimensional evaluation noted dimensional requirements state the od is to be 0.079" ± 0.002, tip ID to be 0.043" ± 0.002", guidewire to be 0.038" ± 0.001", and tube ID to be 0.050" + 0.002" -0.001". When evaluating the sample, it could be seen that the separation occurred on the body of the stent. The separation appeared to be cut due to no stretching or discoloration of the material. The suture and pigtail straightener were not provided for evaluation. The sample passed the dimensional requirements. Using a laser micrometer, the od was measured at 0.0789" and 0.0794". The tip ID was measured using a 0.043" pin gauge. A 0.038" guidewire passed through the sample without hesitation. The tube ID was measured using a 0.050" pin gauge. A 0.038" guidewire passed through the sample without hesitation. The tube ID was measured using a a 0.050" pin gauge where the separation occurred. Although an exact root cause could not be determined a potential root cause could be user does not handle with care, bends sharply. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." "The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the customer used a ureteral stent (pcn# 778626) in ureteral stenosis surgery, and found that the stent was broken after opening the outer package, because the timely discovery had no impact on the patient, but affected the surgical process, the doctor immediately took out a new one to continue to use, and finally the operation was completed, so that the patient's condition improved.

Event description:
It was reported that the customer used a ureteral stent (pcn# 778626) in ureteral stenosis surgery, and found that the stent was broken after opening the outer package, because the timely discovery had no impact on the patient, but affected the surgical process, the doctor immediately took out a new one to continue to use, and finally the operation was completed, so that the patient's condition improved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.